Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing a failure to sense, noise and high capture threshold during analysis. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was discharged post-procedure.